Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, 5-6 months are placement in site 23, the implant was removed. The device will be forwarded to the manufacturer for investigation. No patient complications were reported. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that, 5-6 months are placement in site 23, the implant was removed. The device will be forwarded to the manufacturer for investigation. No patient complications were reported.